Manufacturer narrative:
(B)(4). Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap at the fiber/cap fusion zone; the fiber proximal to the fracture was found to rotate independently of the metal cap. Burnt detritus on the metal cap and devitrification at the glass cap output window were also observed. Both caps remain attached. The identified issue may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The fiber/cap condition may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was suspected to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that during a prostate procedure, the surgical fiber stopped working after 4 min. 11 sec. Of use (18,983 joules). The procedure was completed using a second fiber. Patient outcome: "ok, no harm to the patient."